Event description:
It was reported that the clinic is unable to view carelink reports on reveal episodes. This is a report feature issue. Technical services provided assistance in resolving the issue by directing the client to check the compatibility view settings with their internet explorer application. No patient complications have been reported as a result of this event.

Event description:
It was reported that the clinic is unable to view carelink reports on reveal episodes. Information technology is working to solve the problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction note: this complaint was inadvertently submitted under the medical device reporting regulations, as the potential for injury is not likely for this type of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.